Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the ventricular lead, the manual was consulted on how to secure the helix electrode into the endocardium. The figure in the 5076-58 manual was different than the information in the 5076-52 manual. It was discerned that a repositioning would not have been necessary if the picture in the 5076-58 manual had been correct. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the ventricular lead, the manual was consulted on how to secure the helix electrode into the endocardium. The figure in the 5076-58 manual was different than the information in the 5078-52 manual. It was discerned that a repositioning would not have been necessary if the picture in the 5076-58 manual had been correct. The lead remains in use. No patient complications have been reported as a result of this event.